Manufacturer narrative:
Product evaluation: the iol was returned for analysis. Iol returned positioned correctly in the iol case. Solution is dried on the iol. No damage observed to the iol. The root cause for the vitreous loss could not be determined. A malfunction has not been indicated, and no information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has been received at the local country office, but not yet been returned to the manufacturing site for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) implant procedure, the patient experienced vitreous loss. The surgeon subsequently exchanged the lens for a scleral fix lens. Additional information was received indicating that the patient is "fine", and there has been no further vitreous loss. In the surgeon's opinion, it is unknown if the iol caused or contributed to the event. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received, clarifying that vitreous loss occurred during the initial procedure. The surgeon addressed the issue by using a scleral fix iol.